Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd888511 and gd887711 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis and an infection in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. The nurse stated that on (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. The cause of the peritonitis was unknown. On an unreported date, a peritoneal effluent culture was performed. The result of the culture was unknown. On (B)(6) 2011, the patient experienced an infection. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital and was recovering from the infection. On the same day, dianeal and extraneal therapies were withdrawn and the patient was switched to hemodialysis. The nurse stated that the peritonitis was unrelated to dianeal and extraneal therapies. The nurse did not comment on or confirm the infection reported by the consumer and an opinion of causality was not provided. The nurse confirmed that the outcome of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr number (B)(4). Should additional information become available, a follow-up report will be submitted. This is report 3 of 5 involved in this peritonitis event.